Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported that the evis lucera elite colonovideoscope exhibited e315 scope error. The event occurred during preparation for use, prior to an endoscopy diagnostic procedure. It was reported that the procedure was completed with another similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of error "e315"was reported but not able to be confirmed since device was not returned to the legal manufacturer for evaluation. Therefore, a further presumption of cause could not be determined. The user may detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image olympus will continue to monitor field performance for this device.